Event description:
The MFR received info alleging a ventilator does not work. There was no pt harm or injury reported.

Manufacturer narrative:
During the evaluation of the device, a failure related to the system board was observed. The device's system board was replaced to address the issue.